Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the drive manifold assembly to resolve this issue. In addition, missing pt cable and lead wire set was also replaced . Full calibration and all functional and electrical safety tests were performed to factory specifications, and the iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
During inspection of the cardiosave's intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), the drive manifold test failed due to vacuum pressure. There was no patient involvement and no adverse event was reported.